Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent to the customer with updated software. The caller was advised on necessary steps, including putting the old pump into storage mode and returning it to tandem. The customer acknowledged understanding of all instructions, and preparations were made for training access via their tandem source account.